Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. However, based on the sample provided our quality engineers were able to observe a small crack in the adapter. After reviewing the device submitted by your facility , our engineers determined that the dimensions of the metal wedges used in this lot were approaching the upper limits. It is highly possible that variance in the wedge and adapter for this specific device could have resulted in too tight of a fit during assembly , causing the crack observed in the adapter wall. To address this issue we have consulted the supplier of the metal wedges, increase the window for swage depth to provide additional room for an oversized wedge, and added a complete check of all finished goods for this defect.

Event description:
It was reported there was blood leakage at catheter and adaptor junction of bd intima-ii¿ closed IV catheter system after successful puncture.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported there was blood leakage at catheter and adaptor junction of bd intima-ii¿ closed IV catheter system after successful puncture.